Event description:
Syringe kept getting stuck and was really hard to push. Patient did not miss a dose or experience an adverse event as a result of the malfunction. Defective product lot number and expiration date are unknown. Patient does not have defective product on hand because it was used and discarded. Reported to (B)(6) by pt/ caregiver.